Manufacturer narrative:
Hong z, joiner dw, atik a. Removal of hydrus microstent due to uveitis-glaucoma-hyphema syndrome. J fr ophtalmol. 2023 apr; 46(4): 413. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional via literature article reported that after a stent implant procedure patient had presented with persistent right eye discomfort six months after cataract surgery. On examination, visual acuity was 20/80 and intraocular pressure was 34 mmhg. There was 2+ red and white blood cells in the anterior chamber and a linear iris transillumination defect consistent with the outer edge of an incompletely implanted stent. Removal of the stent was performed with a peribulbar block. An unsuccessful attempt was made to remove the stent in the direction of its initial insertion. The stent was thus removed by pulling through the trabecular meshwork, resulting in a limited trabeculotomy.

Manufacturer narrative:
A sample was not received at the investigation site for evaluation for the report of visual acuity was 20/80, intraocular pressure was 34 mmhg, iristransillumination defect, removal of the hms, pulling through the trabecular meshwork, and right eye discomfort six months after cataract surgery; therefore, the condition of the product could not be verified. No lot number was identified with this complaint; therefore, a device history record review could not be conducted. Therefore, the root cause for the customer complaint issue cannot be determined. The manufacturer internal reference number is: (B)(4).